Event description:
It was reported that the delivery catheter was bent when it was removed from the box and did not deflect as expected during the right ventricular (rv) leadless pacemaker (lp) implant procedure. The system was removed, and a new catheter was used to implant the same lp. While the delivery catheter was being put in tether mode, the lp separated from the heart tissue. At this time, the helix of the lp was observed to be stretched. The system was removed and the implant was abandoned. The physician alleged the surgery length was prolonged significantly and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.